Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices due to failure to recharge their scs system as recommended. Reportedly, the patient programmer displayed an error message indicating the device as inoperable. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model. Effective therapy was achieved postoperatively thus resolving the issue.